Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening one opening, one opening, broken on the plug strap assessed as surgical damage and one opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.